Manufacturer narrative:
E1- event site name- (B)(6) hospital. The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had aline issues occurred and needed to flush the central lumen there was no harm or injury reported.